Event description:
Covidien received info that, during pt use, the 840 ventilator gave a device alert. There was no harm or pt injury reported.

Manufacturer narrative:
(B)(4). A review of the error codes provided by the customer showed a loss of breath delivery (bd) communication. A covidien technical support engineer (tse) troubleshot the issue with the customer over the phone and recommended that ground isolation check be performed and replace the graphic user interface (gui) cable. Covidien was not authorized to service the device.